Event description:
Per mdrf, this system was removed due to infection. A new system was later implanted and the pt is doing well. Also removed were: lumax 340 hf-t, MDR 1028232-2008-00037. Linox sd 65/16, MDR 1028232-2008-00040.